Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed all seal plugs were intact and all setscrews moved freely. The shock lead vector was programmed to an rv coil to ra coil to can configuration. Testing of lead impedance configurations confirmed all values were normal. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that there were no issues found with this device.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited out of range shock impedance measurements post implant. The patient was to be evaluated in the clinic. It was also reported that their white blood cell count had increased and they were placed on antibiotics due to respiratory issues/infection which is not related to the boston scientific product. It was suspected that the high impedances were due to a loose setscrew. Due to the infection a revision procedure was postponed. The patient later underwent a revision procedure and upon pocket opening all setscrews were tight. A new device was placed and the high impedances continued. A new right ventricular (rv) lead was then placed and the high impedance continued. It was determined that the issue was related to the patient's condition of dry pocket. The physician ended up using the original rv lead with the new device.